Manufacturer narrative:
(B)(4). Final analysis found an insulation abrasion exposing the outer coil at 13.5 cm - 14.0 cm from the connector pin. Abrasion are consistent with constant friction of another implantable device. (B)(4).

Event description:
It was reported that the patient presented for follow up, the atrial lead exhibited low impedance and high thresholds. During explant and insulation anomaly was noted. A new lead was implanted successfully. No patient symptoms were reported.